Manufacturer narrative:
The reported event that superior plate decreased curvature variax clavicle 10 hole / left was alleged of issue s-91 (tissue damaged) could not be confirmed, since the returned device is conforming to specifications and fully functional. No other evidences were provided which could confirm the reported failure. Visual inspection of the plate was performed, and it was found to be in good condition. Apart from minor scratches observed around its surface, no major damages were found. The reported failure of the tissue turning black could be a case of ¿metallosis¿. This is usually caused by friction of two metal parts resulting in an abrasion of finest nano-particles of titanium which are deposited in the surrounding soft tissue which is a frequent event. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: too long screw selected, screw head prominence, poor plate placement/contouring etc. As already stated in optech, each surgeon must consider the particular needs of each patient and make appropriate adjustments when and as required. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During extraction surgery, the surgeon found that the tissue has turned black.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During extraction surgery, the surgeon found that the tissue has turned black.